Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monomend max suture. The client reported that the sutures were rejected from the last shipment due to the expiration date was not visible. No more information has been provided.

Manufacturer narrative:
D8: correction: yes. G2: correction: distributor/importer. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse. (B)(4) units of this code batch were manufactured and distributed in the market. We have received pictures showing that the expiry date in the boxes is not visible or it is partially visible. After an exhaustive investigation the root cause has been determined a displacement of the positioning of the labels versus the ribbon in the printing machine. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the pictures received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, it has been decided that pegasus orders are separated from the rest of labeling orders to make sure that the labels are correctly placed in the printing machine in order to avoid this kind of defects. Actions on product distributed of this reference/batch: regarding the affected material, we will re-work it in our facilities and send the product correctly labeled to you.